Event description:
Customer reported that the paramedics were called and she was hospitalized due to high blood glucose. Customer stated that the blood glucose reading was 797 mg/dl when paramedics arrived. Customer stated that her insulin pump was constantly alarming. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had scratched display window noted during visual inspection. No constant beeps noted during testing.